Event description:
End user called to complain that the calibration test on the device was running high out of range. This was confirmed from trouble-shooting by phone. The device was replaced and the defective one returned for investigation.